Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit makes a "loud whirring noise" when switched on. Additionally, the balloon console doesn't seem to be sitting correctly where you can release it for transport mode. It locks in but seems to be moving still. There was no patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit makes a "loud whirring noise" when switched on. Additionally, the balloon console doesn't seem to be sitting correctly where you can release it for transport mode. It locks in but seems to be moving still.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the item was found not to be sat in cart correctly, re attached to cart correctly and item is running correctly, carried out pim test, manifold test and compressor test. Equipment was found serviceable and no excessive loud noises.

Event description:
N/a.